Event description:
A report rec'd from the USA stated an 840 ventilator shut down, becoming inoperable, while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to do the ground isolation check and to replace the graphical user interface (gui) to breath delivery (bd) cable. The customer reported to have followed the tse recommendations and replaced the bd to gui cable to correct the alleged malfunction. Customer has conducted final testing. A service history review has been performed for the above listed serial number by the MFR. No similar events were found in the service history record. In the event that add'l info is obtained, a supplemental report will be issued. (B)(4).